Event description:
During a lap gastric roux-en-y procedure, transverse firing on the gastric pouch appears that the distal staples are not formed. This was the 6th or 7th firing. No patient consequence.